Event description:
It was reported, "electrodes were put on patient for procedure on (B)(6) 2012 at surgical center (B)(6) (dr. (B)(6)). Next morning, noticed black marks in the shape of the electrode border and red blotches that burned when water touched them. Patient (reporter) is not sure if the electrodes are suretrace or positrace ECG electrodes." The patient utilized cortisone 10 cream for the skin irritation / reaction. Photographs were sent of the skin irritation / reaction.

Manufacturer narrative:
Patient is not sure if the electrode that he had was a positrace or a suretrace ECG electrode. As of (B)(6) 2012, patient's rash is gone. Per the patient, he typically gets reactions from adhesives and he wasn't calling to complain, he just wanted to try and find out the cause. Patient was sent a copy of the suretrace and positrace technical data sheets. Photographs of the skin reactions are available. When a quality engineering investigation of this reported incident is completed a supplemental report will be submitted. Device not returned to manufacturer.

Manufacturer narrative:
Corrected data: it was originally reported that the ECG electrode involved in this event was either a suretrace or positrace ECG electrode. On the device receipt this was identified as an exactrace ECG, catalog number unknown (1510-xxx) and lot number unknown. This identification is corrected - brand name, common device name, and - PMA/510(k) for the correct 510k number of exactrace ECG is (B)(4). A device was also available from the patient and this is reflected. The exactrace ECG electrode, an electrocardiograph electrode, is an electrical conductor which is applied to the surface of the body intended to transmit the electrical signal at the body surface to a processor via lead wires and cables that produce an electrocardiogram to be used by the clinician in diagnosing or monitoring a patient's condition. This product is a single use, disposable device. DHR/lhr, device history record/lot history record, review could not be accomplished as the lot number of the device was not available. One (1) device was returned to conmed complaint center for investigation. The returned device was identified as an exactrace ECG electrode, and not a suretrace or positrace ECG as originally reported. There could be multiple of possible causes either manufacturing or user related issues for this failure mode. These electrodes are tested and passed for biocompatibility. All ECG electrodes materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. In process inspection and visual checks were done to ensure proper production of the devices. Pictures of the skin irritation were returned to conmed corporation. The skin reaction appears to have occurred only where the adhesive of the ECG electrode comes in contact with the patient's skin surface. There was no reaction where the gel of the electrode comes into contact with the skin surface the rash appears as a ring of erythema where the electrode adhesive would have come into contact with skin surface. The patient has informed conmed corporation that he typically gets reactions from adhesives, especially from white tape. From the appearance of the skin rash and information received from the patient, the patient most probably experienced an allergic response to the adhesive component of the ECG electrode device. For informational purposes the patient was sent a copy of the exactrace ECG technical data sheet regarding identification of electrode components due to the allergic response he experienced. The complaint investigation has not identified or confirmed any manufacturing defects associated with the complaint; therefore, no corrective action is recommended at this time. Future complaints will be tracked through conmed complaint methodology. Conmed is considering this complaint closed.